Event description:
Bayer case number: (B)(4). Removal with breakage [device breakage] haemorrhagic periods / menstrual flooding [heavy menstrual bleeding] chronic pelvic pain [pelvic pain] chronic fatigue [chronic fatigue] lumbar pain [lumbar pain] memory problems / difficulty remembering [memory disturbance] loss of words [memory loss] joint pain [joint pain] nickel allergy [nickel allergy] auricular fibrillation [auricular fibrillation] cardiac flutter [cardiac flutter] depression [depression] fear [fear] menstrual flooding, painful, [menses painful] menometrorrhagia [menometrorrhagia] vaginal spotting [spotting vaginal] 2 small vulvar sebaceous cyst [sebaceous cyst] 2 essures on the right [inappropriate insertion of multiple contraceptive devices] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-sep-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("removal with breakage") and heavy menstrual bleeding ("haemorrhagic periods / menstrual flooding") in a 40-year-old female patient who had essure inserted (lot no. C55828, c61987) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("2 essures on the right"). The patient had a medical history of parity 2, smoker and left deep vein thrombosis. Concomitant products included cerazette (desogestrel) and betadine (povidone-iodine). On (B)(6) 2014, the patient had essure inserted. In 2019 she experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), fatigue ("chronic fatigue"), back pain ("lumbar pain"), memory impairment ("memory problems / difficulty remembering"), amnesia ("loss of words"), arthralgia ("joint pain"), atrial fibrillation ("auricular fibrillation"), cardiac flutter ("cardiac flutter") and dysmenorrhoea ("menstrual flooding, painful,"). In 2022 she experienced allergy to metals ("nickel allergy"). Essure was removed on (B)(6) 2025. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), depression ("depression"), fear ("fear"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("vaginal spotting") and dermal cyst ("2 small vulvar sebaceous cyst"). The patient was treated with optimizette (desogestrel), xarelto (rivaroxaban) and bisoprolol (bisoprolol fumarate) as well as surgery (salpingectomy/cornuectomy/total endometrectomy and novasure endometrial ablation). At the time of the report, the heavy menstrual bleeding, fatigue, back pain, arthralgia, atrial fibrillation and depression had not resolved. The outcomes for device breakage, pelvic pain, memory impairment, amnesia, allergy to metals, cardiac flutter, fear, dysmenorrhoea, menometrorrhagia, vaginal haemorrhage and dermal cyst were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, back pain, memory impairment, amnesia, arthralgia, allergy to metals, heavy menstrual bleeding, atrial fibrillation, cardiac flutter, device breakage, depression, fear, dysmenorrhoea, menometrorrhagia, vaginal haemorrhage or dermal cyst. The reporter commented: associated menometrorrhagia: refusal mirena intrauterine device (iud) conclusion patient has been planning to have her essure devices removed for several years. Indeed, since the complaints reported by patients a few years ago, ms.(B)(6) has been wondering about it, especially since she is allergic to nickel. I reassured her; I have no problem with the idea of removing her devices, even if all of her complaints, according to her, are not necessarily related to her essures. We will see post-operatively how she can be improved.on the other hand, she reports menometrorrhagia with menstrual flooding, disabling at work (physical work in outdoor spaces). She took the optimizette pill for a few months, with an improvement in her flow but constant bleeding. She has since stopped taking it. I therefore proposed to combine laparoscopy with essure removal with cornuectomy with thermocoagulation of the endometrium using the novasure system. She is drawn to this proposal and does not want a concomitant hormonal coil (iucd). We discussed the surgical technique of bilateral cornuectomy, I will take an x-ray of the surgical parts before ensuring the presence of essures inside the fallopian tubes, note that on the right there are 2 implants according to the abdominal x-ray without contrast. We agree on an operation date next (B)(6), I remain at her disposal and at your disposal until then for any additional requests extract from the consultation report of (B)(6) 2025: your female patient, had a teleconsultation today to reschedule her interventional procedure, which was initially scheduled for (B)(6). It was cancelled due to the discovery of auricular fibrillation with flutter. She was on anticoagulants (xarelto) for 1 month and is still on beta-blockers (bisoprolol 2.5 1 tablet/day). She has an appointment at with doctor on (B)(6) to schedule or discuss flutter removal. She would like to have gynecological surgery as soon as possible. I will ask my anesthesiologist colleagues, but it seems to me that if there is an increased risk of general anesthesia with this flutter, it is more prudent to start by removing the flutter before considering this benign gynecological surgery. If the cardiologist and the anesthesiologists advise otherwise, I will schedule the operation as soon as possible, probably before the summer, (B)(6). We agreed to a consultation with our anesthesiologists after 14 may, followed the same day by a consultation with me to schedule the operation. I will be happy to provide any further information you may require. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. [Abdominal x-ray] (date unknown): 2 essure's on the right, 1 on the left [computerised tomogram] in (B)(6) 2023: scan nothing abnormal detected [hysteroscopy] (date unknown): intrauterine fluid (previously cornuotomies). There is no polyp, hypertrophic endometrial mucosa. Productive blunt curette curettage, sent for histology. Novasure device inserted, but leak tests failed. Decision for a total endometrectomy, with a gubbini-type hysteroscope. Endometrectomy without difficulty, sending of shavings to anatomy-pathology [x-ray] (date unknown): the three controls are seen on the left, the 5 on the right (+ the one sent separately.) Abundant lavage, the few superficial endometriosis lesions visualised in the pouch are coagulated with bipolar. X-shaped points on the horns, from optimal 2.0. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Removal with breakage [device breakage], haemorrhagic periods / menstrual flooding [heavy menstrual bleeding], chronic pelvic pain, chronic fatigue, lumbar pain, memory problems / difficulty remembering [memory disturbance], loss of words [memory loss], joint pain, nickel allergy, auricular fibrillation, cardiac flutter, depression, fear, menstrual flooding, painful, [menses painful], menometrorrhagia, vaginal spotting, 2 small vulvar sebaceous cyst [sebaceous cyst], 2 essures on the right [inappropriate insertion of multiple contraceptive devices]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-sep-2025. The most recent information was received on 08-oct-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("removal with breakage") and heavy menstrual bleeding ("haemorrhagic periods / menstrual flooding") in a 40-year-old female patient who had essure inserted (lot no. C55828, c61987) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("2 essures on the right"). The patient had a medical history of parity 2, smoker and left deep vein thrombosis. Concomitant products included cerazette (desogestrel) and betadine (povidone-iodine). On (B)(6) 2014, the patient had essure inserted. In 2019 she experienced heavy menstrual bleeding (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), fatigue ("chronic fatigue"), back pain ("lumbar pain"), memory impairment ("memory problems / difficulty remembering"), amnesia ("loss of words"), arthralgia ("joint pain"), atrial fibrillation ("auricular fibrillation"), cardiac flutter ("cardiac flutter") and dysmenorrhoea ("menstrual flooding, painful,"). In 2022 she experienced allergy to metals ("nickel allergy"). On unknown dates she experienced device breakage (seriousness criteria medically important and intervention required), depression ("depression"), fear ("fear"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("vaginal spotting") and dermal cyst ("2 small vulvar sebaceous cyst"). The patient was treated with optimizette (desogestrel), xarelto (rivaroxaban) and bisoprolol (bisoprolol fumarate) as well as surgery (salpingectomy/cornuectomy/total endometrectomy and novasure endometrial ablation). At the time of the report, the heavy menstrual bleeding, fatigue, back pain, arthralgia, atrial fibrillation and depression had not resolved. The outcomes for device breakage, pelvic pain, memory impairment, amnesia, allergy to metals, cardiac flutter, fear, dysmenorrhoea, menometrorrhagia, vaginal haemorrhage and dermal cyst were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, back pain, memory impairment, amnesia, arthralgia, allergy to metals, heavy menstrual bleeding, atrial fibrillation, cardiac flutter, device breakage, depression, fear, dysmenorrhoea, menometrorrhagia, vaginal haemorrhage or dermal cyst. The reporter commented: associated menometrorrhagia: refusal mirena intrauterine device (iud). Conclusion: patient has been planning to have her essure devices removed for several years. Indeed, since the complaints reported by patients a few years ago, ms. Has been wondering about it, especially since she is allergic to nickel. I reassured her; I have no problem with the idea of removing her devices, even if all of her complaints, according to her, are not necessarily related to her essures. We will see post-operatively how she can be improved. On the other hand, she reports menometrorrhagia with menstrual flooding, disabling at work (physical work in outdoor spaces). She took the optimizette pill for a few months, with an improvement in her flow but constant bleeding. She has since stopped taking it. I therefore proposed to combine laparoscopy with essure removal with cornuectomy with thermocoagulation of the endometrium using the novasure system. She is drawn to this proposal and does not want a concomitant hormonal coil (iucd). We discussed the surgical technique of bilateral cornuectomy, I will take an x-ray of the surgical parts before ensuring the presence of essures inside the fallopian tubes, note that on the right there are 2 implants according to the abdominal x-ray without contrast. We agree on an operation date next (B)(6); I remain at her disposal and at your disposal until then for any additional requests. Extract from the consultation report of 28-apr-2025: your female patient, had a teleconsultation today to reschedule her interventional procedure, which was initially scheduled for (B)(6). It was cancelled due to the discovery of auricular fibrillation with flutter. She was on anticoagulants (xarelto) for 1 month and is still on beta-blockers (bisoprolol 2.5 1 tablet/day). She has an appointment at with doctor on (B)(6) to schedule or discuss flutter removal. She would like to have gynecological surgery as soon as possible. I will ask my anesthesiologist colleagues, but it seems to me that if there is an increased risk of general anesthesia with this flutter, it is more prudent to start by removing the flutter before considering this benign gynecological surgery. If the cardiologist and the anesthesiologists advise otherwise, I will schedule the operation as soon as possible, probably before the summer, (B)(6). We agreed to a consultation with our anesthesiologists after (B)(6), followed the same day by a consultation with me to schedule the operation. I will be happy to provide any further information you may require. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 73 kg. [Abdominal x-ray] (date unknown): 2 essure's on the right, 1 on the left. [Computerised tomogram] in (B)(6) 2023: scan nothing. Abnormal detected. [Hysteroscopy] (date unknown): intrauterine fluid (previously cornuotomies). There is no polyp, hypertrophic endometrial mucosa. Productive blunt curette curettage, sent for histology. Novasure device inserted, but leak tests failed. Decision for a total endometrectomy, with a gubbini-type hysteroscope. Endometrectomy without difficulty, sending of shavings to anatomy-pathology [x-ray] (date unknown): the three controls are seen on the left, the 5 on the right (+ the one sent separately.) Abundant lavage, the few superficial endometriosis lesions visualised in the pouch are coagulated with bipolar. X-shaped points on the horns, from optimal 2.0. Batch number- c55828; manufacture date- 2014-05-31; expiration date- 2017-05-31. Batch number- c61987; manufacture date- 2014-05-31; expiration date- 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-oct-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.